Event description:
The user reported that the device would intermittently not turn on. There was no harm done to any patient. Examination of the device revealed a broken solder joint on one of leads of a transformer in the battery charger. The exact cause of the break could not be determined. However, it appeared to have been caused by either mechanical shock or vibration. An occasional broken solder joint in 14 year old equipement is not unexpected. The event is not occurring more frequently or with greater severity than is usual for the device.